Event description:
It was reported that during a lobectomy procedure, staples did not form at all on one side of the staple line. Physician put some overstitches to close the tissue. There was no pt consequence.